Event description:
The physician began to retract the jacket, in preparation for deployment of the graft. The jacket stopped about 5 cm down and the jacket could not be retracted further. The superior hooks on the graft were exposed and the device could not be extracted without the potential of further damage to the arterial pathway. The surgeon decided to convert the pt to standard open repair. As per current info, the pt is recovering and doing well.